Event description:
Caller alleged discrepant results using the inratio meter: results as follows: (B)(4), (new strip lot #). Date: (B)(6) 2011, inratio: 1.3, re-test: 1.3. Date: (B)(6) 2011, inratio: 1.6, re-test: 2.1, coagucheck: 2.3, lab: 2.2. Patient self tester stated that tests were all done within minutes of each other. Used a different finger for each test, and changed strip code each time.

Manufacturer narrative:
Investigation pending.